Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 80-500 mg/dl. Reportedly, the customer changed pump supplies to resolve issue and declined further troubleshooting from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.